Manufacturer narrative:
Patient medical history: open surgical repair of the ascending thoracic aorta with dacron graft approximately one month before treatment of the chronic stanford type b dissection. Additional devices implanted and/or related to this event: tgm454515/20956254, UDI (B)(4), tgm454520/21538045 UDI (B)(4), tgm454520/21578887 UDI (B)(4).

Event description:
The field sales associate reported the following: on (B)(6) 2020, this patient underwent treatment for a chronic stanford type b dissection with aneurysmal degeneration and was implanted with four gore® tag® conformable thoracic stent grafts with active control system. Coiling and plugging of the false lumen was performed and a knickerbocker technique using a gore® tri-lobe balloon catheter was used to successfully place the first three devices. The physician then changed out the gore® tri-lobe balloon catheter with a 46mm coda® balloon catheter for placement of the fourth device. At this time a rupture of the false lumen was suspected, the patient underwent a blood transfusion and other adjunctive measures without success. The patient expired intraprocedural. There was no allegation of deficiency of any of the gore devices during the procedure. The cause of death is believed to be rupture of the false lumen.

Manufacturer narrative:
H6: code 213- the review of the manufacturing paperwork verified, that these lot/serial numbers met all pre-release specifications. H6: code 22- according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), ¿adverse events that may occur and/or require intervention include, but are not limited to death.

Manufacturer narrative:
Correction: g5 pmga/510(k).